Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced three separate in-flight episodes of hypoglycemia with glucose readings of approximately 40 mg/dl, suspected by the patient to be related to cabin pressure or compression, and each event was treated on board with oral carbohydrates including a candy bar and soda, with airline staff assistance. Symptoms included hypoglycemia and confusion or disorientation. Outcomes included an unexpected medical intervention where medication in the form of oral glucose sources was required. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.